Manufacturer narrative:
Follow-up #1 date of submission 12/28/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2015 with the following findings: during testing, evidence of moisture was found behind the display lens. The pump failed a leak test due to a leak at the bottom edge of the display lens. The pump cover was opened and moisture was found on the on piezo, force sensor plate, transceiver, support bracket, and printed circuit board. The display lens was peeling up at the bottom. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.